Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found normal pulse generator characteristics. Wireless communication could not be established due to normal battery depletion.